Event description:
Boston scientific received information that this pacemaker reached elective replacement indicator (eri) earlier than expected. Three months ago the device had a magnet rate of 100 ppm and battery status of approximately one year remaining. Today the device was at eri. Although the physician felt this device depleted normally the local boston scientific field representative felt the device depleted faster than expected. It was noted that the patient had high thresholds on their right ventricular lead which may have contributed to the battery depletion but this could not be confirmed. The device was explanted and replaced with a competitor¿s product. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.